Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: collateral occlusion using microcatheter and hydropack. Two hydropacks were deployed successfully, and this one wouldn't form when exiting the microcatheter. The physician removed the coil by pulling the catheter and microcatheter. The coil broke at the fusion point and came out in one piece. No piece was left behind. They ended up capping with a plug. Case was successful. The detachment occurred inside the microcatheter. The detachment occurred inside the patient. Patient is good. Type of procedure performed: iliac embolization.